Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that fluid was inside the insulin pump's battery compartment. The display did not reappeared after inserting a new battery. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and pump error 35 was noted in the alarm history due to moisture damage noted on the force sensor also, moisture damaged was noted on the electronic assembly, motor and vibrator motor. Unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had scratched case and keypad overlay texture.